Event description:
On (B)(6) 2008, during the installation of a fp1000 cell preparation system, a beckman coulter inc employee, a field service engineer, reported hearing a pop, seeing a spark, and smoke coming from the instrument. The instrument was turned off, the power plug removed from the wall, and the instrument was evaluated by the field service engineer. The instrument did not suffer any other damage and was returned to full operability after the repair. No reports of death or serious injury, and no affect to operator safety as a result of this event. This event occurred at: (B)(6).

Manufacturer narrative:
(B)(4). The fse examined the instrument and determined damage was confined to the right q-prep controller board and was the result of an integrated chip (ic) on the circuit board which had ruptured and produced the spark, the sound and the smoke. A review of the board confirmed the observation by the fse. No other components were damaged. Root cause was the failure of the ic on the circuit board. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.